Event description:
Draeger medical systems has received information from a customer, that while using our gamma patient monitor to measure a patient's sp02 values that the alarm notification malfunctioned. It was reported that the device did not alarm when the lower sp02 limit was exceeded. Further testing performed by the biomed at the user facility reported that during a self test of the device, the sp02 alarm did occur.

Manufacturer narrative:
We have requested the return of the cited monitor and sp02 sensor used on the patient at the time of the reported event.